Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing up at device. A technical support specialist (tss) reviewed the patient details in the pharmacy enterprise system and identified multiple entries for the same patient. The tss verified that the patient was associated with unit uh10o and confirmed that the related stations corresponded to the same unit. The tss reviewed the patient history and noted that the most recent admission, discharge, and transfer event reflected an update rather than an admission. The tss contacted the customer and coordinated with pharmacy staff, requesting that the admission team resend the admission message to the affected stations. The tss made multiple follow-ups attempts to reach the admission team, including leaving a voicemail and providing guidance to resend the admission message for the specific patient and unit. The tss also communicated with additional customer contacts, explaining the presence of multiple patient entries and recommending message resubmission to ensure proper admission mapping. The tss monitored for updates and, upon confirmation from the customer that the patient appeared correctly at the stations, concluded that the issue was resolved and proceeded with case closure. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server patient was not showing up at the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.